Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 60 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 12:33pm) with results of 517mg/dl and 449mg/dl. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 05/21/2017 and open vial date is month of (B)(6) 2015. Recall test results performed. Fasting from meter memory: 490mg/dl, (B)(6) 2015, 03:59pm; 453mg/dl, (B)(6) 2015, 10:46am; 421mg/dl, (B)(6) 2015, 10:12pm; 271mg/dl, (B)(6) 2015, 01:55pm; 98mg/dl, (B)(6) 2015, 01:03pm; adverse event not reported.